Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to remove the stylet from the lead without use of excessive force. A new stylet was attempted but was unable to advance through the lead. A new lead was paced successfully. No patient complications have been reported as a result of this event.